Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (40 mg/dl). The customer ate fruit snacks at the time of the call to address bg level. It was indicated that the customer had manual injections as alternate insulin therapy available.

Manufacturer narrative:
.